Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon advancement of the delivery catheter into a coronary sinus branch vessel, an apparent dissection was created. The patient received a pericardial drain to resolve the pericardial effusion. The patient remained stable and the catheter was removed. The physician suspected the tip of the catheter was "too stiff." No further patient complications have been reported as a result of this event.